Event description:
Account reported that tsh values suddenly started reporting out as <0.005 miu/ml. The incorrect results were not used to guide therapy. The field service representative found the reagent pack was contaminated and restored tsh performance by replacing the pack.